Event description:
It was reported that at an unk time after two level plif at l4-s1, had backed out of the unilateral construct. Revision surgery was performed approx 4-6 weeks post op to remove and replace hardware.